Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with an antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the questionnaire shows that it is unknown if the site was irrigated before closure and if antibiotics were prescribed pre-operatively, which are contributing factors to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is likely due to the site not being irrigated before closure (user error-clinician).

Event description:
The patient reported an infection and the incision was not healing. Antibiotics were prescribed and an explant procedure was scheduled for (B)(6) 2022 however the procedure was rescheduled because the patient is sick. The physician plans to implant a new lead after the patient has healed.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the skin with an antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the questionnaire shows that it is unknown if the site was irrigated before closure and if antibiotics were prescribed pre-operatively, which are contributing factors to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is likely due to the site not being irrigated before closure (user error-clinician).

Event description:
The patient reported an infection and the incision was not healing. Antibiotics were prescribed and an explant procedure was scheduled for (B)(6) 2022 however the procedure was rescheduled because the patient is sick. The physician plans to implant a new lead after the patient has healed.